Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have never got post implant education because they weren't feeling well. Patient said they were going back to the doctor next week and patient requested education. Reviewed information. During the call patient said they have a catheter right now, they still have a catheter because they were not going on their own. When they go to the doctor next wednesday they will take the catheter out. Redirected to their doctor. Patient said they have neuropathy in their fingers.